Manufacturer narrative:
The insulin pump passed the prime test and excessive no delivery alarm test. No excessive no delivery alarm was noted. The insulin pump was received with cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported constantly receiving no delivery alarms on the insulin pump. Customer stated that the alarm occurs during a bolus. Customer also stated that any bolus over one unit triggers the no delivery alarm. Customer believes that his high blood glucose readings are due to this issue. Customer's blood glucose reading at the time of the call was 180 mg/dl. No further information reported.